Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported failure in image transmission displayed during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the no image was due to faulty socket or connection interface. There was no patient injury reported.